Event description:
After surgeon used the contour stapler with the load it came with, there was a leak in the anastomosis. A new reload was given to the sterile field and placed in the stapler and deployed. This anastomosis also leaked.